Event description:
It was reported that the pulse generator exhibited back up vvi mode one day post implant. It was noted that diathermy was used at the end of the implant procedure. After a firmware download, normal device function resumed. There were no adverse consequences to the patient post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).